Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 200 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.